Manufacturer narrative:
Product event summary: one (1) controller ((B)(4)), six (6) batteries ((B)(4)) and two (2) controller ac adapters ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual examination and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4). Data log file also revealed a premature power switching event that was due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 10/31/2015. (B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 10/31/2015. (B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware® ventricular assist system - battery. D4: (B)(4) - battery / catalog number 1650de / expiration date 10/31/2015. (B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4)- battery / catalog number 1650de / expiration date 10/31/2015. (B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware® ventricular assist system - battery. D4: (B)(4) - battery / catalog number 1650de / expiration date 10/31/2015. (B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 10/31/2015. (B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware® ventricular assist system - controller ca adapter. Unk-cac - controller ca adapter / catalog number 1430de. (B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware® ventricular assist system - controller ca adapter d4: unk-cac - controller ca adapter / catalog number 1430de. .(B)(4). Device available for evaluation:no. Not returned to manufacturer. Labeled for single use: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power switching occurred. The controller, controller ac adapters, and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller (con301917), six (6) batteries (bat200986, bat201234, bat201521, bat201661, bat201705 and bat202059) and two (2) controller ac adapters (cac013021 and cac010970) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving bat200986. Data log file also revealed a premature power switching event that was due to communication errors involving bat201234. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections. Additional devices: battery - bat200986 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis, con301917: the controller passed external visual inspection and all functional testing. Additional products: battery - bat200986 h3: yes h6 FDA method code(s): 23, 38, 3372, 10 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 77 device analysis: the battery passed visual inspection and functional testing. Battery - bat201234 h3: yes h6 FDA method code(s): 23, 38, 3372, 10 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the battery passed visual inspection and functional testing. Battery - bat201521 h3: yes h6 FDA method code(s): 23, 38, 3372, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual inspection and functional testing. Battery - bat201661 h3: yes h6 FDA method code(s): 23, 38, 3372, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual inspection and functional testing. Battery - bat201705 h3: yes h6 FDA method code(s): 23, 38, 3372, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual inspection and functional testing. Battery - bat202059 h3: yes h6 FDA method code(s): 23, 38, 3372, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual inspection and functional testing. Cac adapter - cac013021 d10: yes, return date: 2018-01-25 h3: yes h6 FDA method code(s): 3372, 10, 23, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the adapter passed visual inspection and functional testing. Cac adapter - cac010970 d10: yes, return date: 2018-01-25 h3: yes h6 FDA method code(s): 3372, 10, 23, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the adapter passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller, six (6) batteries ((B)(6) ) and two (2) controller ac adapters (B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and cac adapters revealed that the units passed visual examination and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port two (2). An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(6) as well as a premature power switching event that was due to a communication error involving battery (B)(6) . Additionally, data log files revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller ac adapter d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller ac adapter d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Serial #: (B)(4) - battery / UDI#: (B)(4), device available for evaluation: yes. 2017-09-13, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2014-10-02. Serial #: (B)(4) - battery / UDI#: (B)(4), device available for evaluation: yes. 2017-09-13, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2014-10-02. Serial #: (B)(4) - battery / UDI#: (B)(4), device available for evaluation: yes. 2017-09-13, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2014-10-02. Serial #: (B)(4) - battery / UDI#: (B)(4), device available for evaluation: yes. 2017-09-13, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2014-10-02. Serial #: (B)(4) - battery / UDI#: (B)(4), device available for evaluation: yes. 2017-09-13, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2014-10-02. Serial #: (B)(4) - battery / UDI#: (B)(4), device available for evaluation: yes. 2017-09-13, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2014-10-02. Serial #: (B)(4) - controller ac adaptor, device available for evaluation: no, serial #: (B)(4) - controller ac adaptor device available for evaluation: no. If information is provided in the future, a supplemental report will be issued.